Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was detached and peeling. The jaws had minimal signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro silicone covering "shaved off." Two pieces came off in the pt tunnel. Both pieces were successfully removed, using the hemopro jaws. A new kit was used to complete the procedure. There were no pt effects. Product was returned.